Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. However, an unspecified leak was reported with the use of the homechoice cassette, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. This occurred during an unspecified process step of peritoneal dialysis therapy. The patient was connected at the time of the alarm. During troubleshooting, it was determined that there was a leak from an unspecified location, which led to the alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.